Event description:
It was reported that the customer had high blood glucose levels of 517 mg/dl. The customer reported issues with the sensor of the insulin pump and was advised to take manual insulin injections. The customer was advised to take four units of insulin and the blood glucose levels of the customer went down to 449 mg/dl after an hour. The customer declined to troubleshoot the high blood glucose levels. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Please refer to manufacturer's report no. 2032227-2014-54250 as it refers to the same event but of a different device.